Event description:
It was reported that the atrial lead had an apparant fracture, oversensing, and a possible insulation break. The lead was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.